Event description:
The customer reported that the ac power module had failed.

Manufacturer narrative:
The customer reported that the ac power module had failed. The customer ordered a new ac power module to resolve the failure. As of 5/4/10, there have been no further reports of this issue.